Event description:
It was reported that the patient was discomforted with the position of the pump after the implant of an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new pump and cylinders were implanted with better sitting pump. No patient complications were reported.